Event description:
It was reported the external pulse generator (epg) has not rebooted correctly. The epg is being returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.